Manufacturer narrative:
Evaluation results and conclusion: (myocardial infarction). (B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 27 months post index procedure an mi occurred. An angiography was performed and the patient was treated with medication. Outcome is resolved.

Event description:
Investigator has assessed that the mi was not related to the device.